Event description:
It was reported that the artificial urinary sphincter (aus) was removed and replaced due to unknown reason. No patient complications were reported in relation to this event. Additional information was received. Patient was experiencing pain and wanted the device removed due to pain. Exactly where the pain was and when it started is unknown. The device was removed without replacement. The device was functioning and cycling properly.

Manufacturer narrative:
Field change: h6. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff, balloon and pump components were visually inspected, microscopically examined, and tested for leaks, with no damage or abnormalities noted. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that device was functioning and cycling properly, however patient was experienced pain and discomfort and for that reason, all components were explanted and replaced.

Event description:
It was reported that the artificial urinary sphincter (aus) was removed and replaced due to unknown reason. No patient complications were reported in relation to this event. Additional information was received. Patient was experiencing pain and wanted the device removed due to pain. Exactly where the pain was and when it started is unknown. The device was removed without replacement. The device was functioning and cycling properly. Additional information was received. Patient experienced discomfort.

Manufacturer narrative:
Field change.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff, balloon and pump components were visually inspected, microscopically examined, and tested for leaks, with no damage or abnormalities noted. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that device was functioning and cycling properly, however patient was experienced pain and discomfort and for that reason, all components were explanted and replaced.

Manufacturer narrative:
Field change:e1. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The cuff, balloon and pump components were visually inspected, microscopically examined, and tested for leaks, with no damage or abnormalities noted. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that device was functioning and cycling properly, however patient was experienced pain and discomfort and for that reason, all components were explanted and replaced.